Event description:
It was reported that while using bd facslyric¿ flow cytometer carryover of patient samples occurred. There was no report of user impact. The following information was provided by the initial reporter: "cross contamination.¿ MDR safety checklist -- contamination : 1. Were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Patient samples contaminated, carryover between patient samples, unknown - go to question #2. Carryover between patient samples MDR safety checklist -- patient samples : 1. Did this cause erroneous results on patient samples for diagnostic testing? If yes, go to question #2. If no, no further questions required no.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ flow cytometer carryover of patient samples occurred. There was no report of user impact. The following information was provided by the initial reporter: "cross contamination.¿ MDR safety checklist -- contamination : 1. Were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Patient samples contaminated, carryover between patient samples, unknown - go to question #2. Carryover between patient samples. MDR safety checklist -- patient samples : 1. Did this cause erroneous results on patient samples for diagnostic testing? If yes, go to question #2. If no, no further questions required no.

Manufacturer narrative:
The following field has been updated with corrected information: h.6 imdrf annex: g04092. H.6 investigation summary based on the investigation results, the reported issue of carryover was confirmed. Investigation results that were performed on the indicated failure mode were the following: manufacturing, defect, and complaint trends were reviewed. A return sample was not requested for evaluation as no parts were replaced. Potential cause was due to a misalignment of the sit. For resolution, the issue was resolved by fse (field service engineer) adjusting the alignment of the sit (sample injection tube). Although the instrument was used for diagnostic testing, the issue was resolved before any patient sample results were used for any diagnosis or treatment.